Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp pump was implanted in a patient admitted in with severe mitral regurgitation. The pump was placed, but its location caused premature ventricular contraction, which prompted the impella cp pump to be explanted and positioning of a new pump to the left ventricle. It was noted the native anatomy was cause of the impella cp pump malpositioning. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient condition related due patient anatomy as the patient had severe mitral valve regurgitation. Impact code 4629.